Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shock due to possible lead or device issue. Strange signals in each iegm channel were observed. The lead and device were explanted and replaced.